Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported fluid like insulin has been under the screen and the insulin pump will not even turn on. The blood glucose was 266mg/dl, and she was treated with injection. No further information was provided.